Event description:
It was reported that the tip of thunderbeat broke off in patient during therapeutic laparoscopic hysterectomy and was retrieved from the patient. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient harm associated with this event.